Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 28 mg/dl while wearing the pod between 4 and 24 hours. The patient was reported as being found by their coworkers as unresponsive and in a coma. The patient remains in the hospital at the time of this call. No additional information was provided as to this event. It should be noted that the patient is pregnant.